Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with syncope. Upon review, the pacemaker had been causing pacemaker mediated tachycardia (pmt). No changes or interventions were reported. The patient condition was unknown.